Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with broken reservoir tube lip, missing end cap sticker, loose/flush drive support disk, and scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there is a crack in back of the reservoir. Advised that the insulin pump would be replaced. No further information was provided.